Event description:
It was reported that the patient underwent a primary hip arthroplasty on an unknown date. Patient suffered many dislocations and many closed reductions. Subsequently, the patient was revised due to dislocation. Head and liner explanted.

Manufacturer narrative:
(B)(4). D10: unknown ceramic head unknown. G2: foreign: australia. Attempts have been made to gather all product identification information, and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a primary right tha performed on an unknown date. Experienced multiple dislocations with closed reductions, with a revision performed on an unknown date. Subsequently, a liner revision occurred due to dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, g3, g6, h2.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Visual examination of the provided pictures identified the liner, and head has been explanted, and components are covered in bio debris. The inner surface of the liner and outer edges have indentations and gouges. No further observations can be made regarding the condition of the liner based on the image alone due to the reduced image quality. No product was returned; further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Two radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: xray image 1: ap pelvis demonstrates bilateral total hip arthroplasties. The right hip arthroplasty demonstrates screw fixation of the acetabular cup. Superficial position of the femoral head within the cup. No fracture. No radiolucency. Xray image 2: oblique view of the right hip demonstrates right total hip arthroplasty with again superficial position of the femoral head within the cup, likely predisposing to dislocation. No bony fracture. No radiolucency. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.